Manufacturer narrative:
Evaluation results: one level 1 hotline low flow systems (hl-390) was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the tank cover, and front cover. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (alarm failure) was confirmed during testing. The product problem was attributed to a faulty pcb. The following components were replaced:  pcb, tank cover, and front cover.   Preventative maintenance was then performed. The device subsequently passed functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that an alarm failure occurred to a smiths medical level 1® hotline® fluid warmer. There were no reported adverse effects.